Event description:
Related manufacturer reference number: 3006705815-2023-05402. It was reported that patient the patient experienced ineffective therapy. X-ray imaging revealed migration of lead. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue. The patient only had one lead implanted at the time of this event, one of the patients leads was surgically explanted on an unknown date for an unknown reason.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.